Event description:
It was reported on (B)(6) 2016 that a voluntary medwatch was submitted regarding an unknown patient reporting the device not shutting off with the magnet leading the patient to have pain, anxiety and bruising. The patient went to the ER where they taped a pacemaker over the device and told him to go home. With no information on patient or reporter, there's no way to follow-up for further clarification on these reported events and therefore no additional information has been received.